Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that the pump was experiencing an intermittent power issue. It was reported there was moisture behind the display screen. The battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: a visual inspection of the pump showed that there was moisture in the display lens. The pump failed a leak test due to an unrelated crack in the pump's casing. The returned battery cap was undamaged and was able to secure on to the pump. The pump powered on to a blank display and the complaint could not be fully investigated due to this. The pump cover was opened and moisture contamination was found on the printed circuit board, display screen, inside the cover, the support bracket, and the transceiver. (B)(4).